Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the customer was not following the tube manufacturer's recommendation for clotting time, a preanalytic issue was suspected. Based on the calibration and qc data provided, an instrument or reagent problem was ruled out. The customer was not aware of any further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable chol2 cholesterol gen.2 result for one patient sample. A lipid panel was performed on the patient sample in the morning and the result obtained for cholesterol was 129 mg/dl. This result was reported outside the laboratory. The doctor called the laboratory questioning the result as it did not agree with the previous results for the patient. The sample was repeated on another cobas 4000 c (311) stand alone system and the result was 219 mg/dl. This result agreed with the patient¿s other cholesterol results. The patient was not treated based on the incorrect result. There was no adverse event. The reagent lot number was 17931201. The expiration date was requested but was not provided. The repeat results for the other assays in the lipid panel matched the previous results. The customer mentioned they had an issue with a creatinine result for another sample, but stated the sample was found to contain clots. The customer performed 10 probe washes after this sample. The field service representative could not find a cause. He ran an instrument precision check with all results within specifications.